Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, and dyspareunia. Revision and partial excision of the mesh was performed on (B)(6) 2012 due to exposed and eroded mesh. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, emotional distress, bladder leakage, and pelvic cramping.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, emotional distress, bladder leakage, and pelvic cramping.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency and hematuria.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency and hematuria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2012 due to vaginal wall erosion.